Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined

Event description:
It was reported that the main coil separated from the pusher wire while inside the microcatheter. The coil was pulled out from patient's body. No patient clinical consequences were reported.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the main coil separated from the pusher wire while inside the microcatheter. The coil was pulled out from patient's body. No patient clinical consequences were reported.